Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The 27mm watchman flx device was unsheathed and the system abruptly moved forward while unsheathing the device to form the ball. This resulted in perforating the laa. The watchman was removed and a circumferential pericardial effusion was noted from the perforation during loading of a second 24mm watchman. A pericardial tap was then performed. A second 24mm watchman was deployed. The patient has not been discharged, as they had some acute kidney injury and hypotension. Echocardiogram was clear and the patient is expected to make a full recovery.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The 27mm watchman flx device was unsheathed and the system abruptly moved forward while unsheathing the device to form the ball. This resulted in perforating the laa. The watchman was removed and a circumferential pericardial effusion was noted from the perforation during loading of a second 24mm watchman. A pericardial tap was then performed. A second 24mm watchman was deployed. The patient has not been discharged, as they had some acute kidney injury and hypotension. Echocardiogram was clear and the patient is expected to make a full recovery. It was further reported that the patient is doing great and has fully recovered.